Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels. Bg value not provided. Reportedly, the cause was the customer has poor insulin absorption and requires more insulin to stay within range. The customer declined to provide additional information regarding the issue, however the customer alleged no issues with the pump or related supplies.